Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Review of provided medical records indicate the reported "unknown bone saw" is likely not the subject of the complaint and may have been reported in error. The reference to the lack of acetabular bone stock is likely the subject of the complaint. No product or lot codes were provided and the complaint cannot be verified or confirmed. The investigation can draw no conclusions with the information provided. However, instrumentation contribution is not noted as a contributing factor. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain. Update: (B)(6) 2012 litigation papers received, there is no new information that would change the outcome of this investigation. Update: (B)(6) 2012 plaintiff's fact sheet received (B)(4) 2012. Added dob. There was no new information received that would impact the outcome of the investigation. Medical records received (B)(4) 2013. Revision operative report indicates the following: pain; hemosiderin staining; posterior soft tissue repair had failed; anterior and posterior of the acetabulum were very thin; deficient bone saw. The bone saw has been added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.